Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the device revealed numerous kinks throughout the hypotube. There was a complete hypotube separation 51cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation.

Event description:
Reportable based on device analysis completed on 04-oct-2019. It was reported that shaft kink occurred. The target lesion was located in a coronary vessel. A 3.0mm x 12mm quantum maverick balloon catheter was selected for use. However, it was noted that the balloon was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment.